Event description:
A mistype on the gaileo instrument was reported. The instrument reported a patient sample as a, rh negative but the result using the gel method was o, rh positive.

Manufacturer narrative:
Images from the instrument were obtained and the sample results were a positive. The sample was not returned for investigation testing. It is not possible to rule out the sample or a mislabeled sample as the cause of the event.